Manufacturer narrative:
(B)(4). Baxter evaluated the device in question. The eval confirmed the "air-in-line" message, caused by a failed upstream sensor. The upstream sensor was replaced.

Event description:
During baxters device eval, it was found the device displayed an "air-in-line" message when no air was present in the line. There was no pt involvement.